Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600mg/dl. Customer states the pump was not alarming or showing error but there was no insulin going through. Customer states went fishing and it was hot and their pocket was soaked in sweat. Customer states changed sites and put in a new site and their blood glucose remained at 600 mg/dl. Customer treated high blood glucose with manual injection. Customer decline to trouble shoot. The pump will not return for analysis.